Manufacturer narrative:
The device analysis report is attached. This report is submitted on jun 22, 2021.

Manufacturer narrative:
This report is submitted on april 8, 2021.

Event description:
Per the clinic, the patient experienced discomfort, swelling, and pain with device use. The device was explanted on (B)(6) 2021, and the patient reimplanted with a new device during the same surgery.